Event description:
It was reported patient's lead has high impedances and patient lost effective therapy as a result. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Device information is unavailable at this time. E1: reporter phone number: (B)(6).